Manufacturer narrative:
The present submission is a correction for report 9611993-2021-36225, which was submitted under the incorrect nobel biocare manufacturing site.

Event description:
The implant malfunctioned due to dropping from the implant driver. The present submission is a correction for report 9611993-2021-36225, which was submitted under the incorrect nobel biocare manufacturing site.